Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during a laparoscopic right inguinal hernia repair, the balloon would not inflate to full capacity upon use and the device was removed from the field and was replaced. Patient had no injury.